Event description:
It was reported by the affiliate that, during a tunica vaginalis testis procedure, one extremity of the tape became detached from the needle with the collar. The tape was removed without any problem. The procedure was completed using another tunica vaginalis testis device. There were no adverse pt consequences reported.